Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the implantable cardiac monitor exhibited a diagnostics anomaly. An atrial fibrillation episode was detected however there was no electrocardiogram stored. The transmission indicated an electrocardiogram was present but there was no episode attached. No device intervention was performed. No further information available regarding patient condition.